Manufacturer narrative:
The reported event of calcification could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, a 25mm epic valve was implanted. On (B)(6) 2018, the valve was explanted due to calcification. A 25mm masters series valve was implanted as the replacement.